Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 was failed. All drawer pockets were not detected on the bus. The customer stated that they restarted the machine twice, then shut the machine by the power switch but the issue was not resolved the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 had failed and was not detected on the bus. A field service engineer removed the back panel and inspected the light emitting diode (led) on the controller boards. The station was then powered down, and the field service engineer removed and replaced both the drawer controller board and the pyxibus module controller. After reassembling the drawer and reconnecting the bus cable, the station was powered back up, the drawer was configured, and the customer tested it to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.